Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 00001535 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with (B)(6)2020. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) left ablation procedure with carto vizigo" 8.5f bi-directional guiding sheath large and a hemostatic valve separation issue occurred. During use on a patient, the hemostatic valve began to bleed back. There was damage to the hemostatic valve which caused blood to leak from the valve. No air entered the patients body and no medical or surgical intervention was required. Hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was unknown. No adverse patient consequences were reported. The sheath was replaced with a non-bwi sheath (agilis) and the procedure was continued. With the information available, this issue was assessed as a MDR reportable hemostatic valve separation issue.